Event description:
It was reported that pump screen went dark and would not turn on, and caller experienced extreme difficulty pressing button, needing multiple presses to activate screen even after removing pump from case. There was no adverse impact to the customer¿s blood glucose level. Customer worked with Technical Support to try different button-pressing techniques, confirmed pump could turn on but button remained very hard to press, and pump was determined to be under warranty and was scheduled for replacement while customer continued to use current pump as backup therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.